Manufacturer narrative:
One (1) used administration set and an outer bag with lot number listed above were returned to (B)(6) for evaluation. Investigation found a cut (1/8 inch) on the bag. Complaint is confirmed.

Event description:
Customer states that the product was squirting out of the bag which attached to the tubing when filling a prescription in the lab.